Event description:
A peritoneal dialysis pt reported dialysis solution leaked from the cassette door, which created a puddle underneath the cycle. The leak occurred during the first drain. The pt attempted to re-setup with new equipment four times but was unsuccessful. The pt finished treatment with manuals exchanges. Pt had no adverse effects and her effluent remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Alternate samples from one of the lots were returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.